Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, a possible cause was due to the e-box having no power. The e-box was replaced along with other components.

Event description:
It was reported that the handpiece overheated. There was no patient involvement. There were no adverse consequences reported as a result of this event.